Event description:
It was reported that a patient death occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni was selected and prepared for use in a thrombectomy procedure. Thrombus burden was noted to be severe. The physician administered 115ml of a saline and actilyse mixture into the vessel, via power pulse mode of the angiojet catheter. After waiting 20 minutes they switched to thrombectomy mode to remove the thrombus, using 1l saline with 5000units of heparin. Thrombectomy mode was performed for four minutes, and the catheter functioned as expected. The outcome was positive and flow was restored to the vessel. Balloon angioplasty was then performed. There were no patient complications during the procedure. The physician was satisfied with the outcome. Subsequently, the patient passed away post-op in the ward. An autopsy was planned to determine the cause of death.